Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced hypoglycemia after dinner while using the ilet during the learning period, following prior hyperglycemia and automated correction dosing that had ceased before the lows; the event led the family to initially consider discontinuation and later to request device return, with reported pt challenges managing supplies on their own due to tremors. Symptoms included shakiness, sweating, and dizziness. Outcomes included self-treatment of low glucose with oral carbohydrates. Investigation included review of device performance and clinical support notes describing correction behavior and learning-period meal adjustments. Investigation of this case revealed no device malfunction and suggested that glycemic variability during the learning period and meal-related factors could not be ruled out, with the device alerting appropriately and dosing behavior consistent with its correction algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear.